Manufacturer narrative:
The reported events of insulation damage, failure to capture, low pacing impedance, blood in the lead body, and failure to sense were confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination of the lead revealed a suture tie impression with the outer coil compressed and damaged. Additionally, the outer insulation was breached and damaged exposing the outer coil at the suture tie impression region. Blood was noted at the suture tie impression region. Electrical testing revealed an internal short between the outer coil and inner coil conductor paths at the suture tie impression region. Destructive analysis of the lead revealed the inner insulation was breached and damaged exposing the inner coil at the suture tie impression region. The cause of the reported events was due to the damaged outer insulation exposing the outer coil and the damaged inner insulation exposing the inner coil due to excessive suture tie down forces.

Event description:
Related manufacturer report number: 2017865-2023-48239 it was reported that low pacing impedance, loss of capture, and loss of sensing were observed on the right atrial (ra) and right ventricular (rv) leads during the implant procedure. Upon inspection, insulation damage resulting in blood in the leads was observed. The rv and ra leads were explanted and replaced to resolve the event and the patient was in stable condition.